Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During the procedure, the physician instructed inflation of the balloon to 18 mm, which was performed without resistance. The physician then directed further inflation to 20 mm. While slowly inflating past 19 mm and approaching 20 mm, the balloon ruptured. The problem was significant that the balloon material split, resulting in an immediate loss of fluid and pressure. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.